Manufacturer narrative:
Batch review performed on 24 july 2018; lot 142532: (B)(4) items manufactured and released on 22 september 2014. Expiration date: 2019-07-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years and 4 months after primary the surgeon revised the patient for inlay fixation screw unscrewing. The surgeon removed the screw arthroscopically. The surgery was completed successfully.